Manufacturer narrative:
Additional info: device evaluated by mfg. An event regarding crack/fracture involving an unknown exeter stem was reported. The event was confirmed through mar. Method & results: -device evaluation and results: visual inspection was performed as part of the material analysis report (mar), dated 22 june 2018. The returned devices were examined with the aid of a stereo microscope at magnifications up to 50x. Nothing remarkable was observed on the returned head. The anterior, posterior, lateral and medial surfaces of the stem. Damage consistent with the explantation and cement-mantle breakdown processes were observed on the stem. The fracture surfaces associated with the distal and proximal ends of the stem. Based on macroscopic features, the approximate direction of fracture propagation is shown in figure 8. The proximal end of the stem was analyzed under a scanning electron microscope (sem) for further evaluation. Sem analysis the fracture origin was at or near the location of the prehension hole. Fatigue striations were observed on the fracture surface, indicating the device fractured in fatigue. Ductile dimple fracture morphologies were observed at the location of final fracture, indicating the final fracture occurred in overload. Energy-dispersive spectroscopy (eds) analysis was performed. Elemental constituents included fe-cr-ni-mn-mo, which are consistent with astm f1586 alloy. Dimensional inspection & functional inspection: not performed due to a material integrity issue as there is evidence from the visual inspection that the device is damaged. Material analysis a material analysis has been performed. The report concluded: the stem fractured in fatigue, with the fracture origin being at or near the location of the prehension hole. Eds showed the stem was consistent with astm f1586 alloy. Based on the given information, no identifiable materials or manufacturing discrepancies were observed on the surfaces examined. -medical records received and evaluation: no medical records were received for review with a clinical consultant -device history review: could not be performed as lot code information was not provided. -complaint history review: could not be performed as lot code information was not provided. Conclusion: the investigation concluded that the stem fractured in fatigue, with the fracture origin being at or near the location of the prehension hole. The exact cause of the event could not be determined because insufficient information was provided. Additional information, including operative reports, progress notes, x-rays are needed to fully investigate the event. If further information becomes available, this investigation will be re-opened.

Event description:
The customer reported that they undertook revision surgery because the exeter stem had snapped mid trunnion.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported that they undertook revision surgery because the exeter stem had snapped mid trunnion.